Event description:
Pk papyrus covered stent system was selected for treatment of a type iii perforation of the mid rca after use of atherectomy. Pk papyrus was inserted into the guide, passed through and it was noted that the stent was not on the balloon when in the vessel. The stent was located in the guide catheter. Two other pk papyrus stents were implanted, and the perforation was successfully sealed.

Manufacturer narrative:
The affected pk papyrus stent system was returned to biotronik and subjected to a technical investigation. The provided clinical information (pk papyrus device registration form) and the production documentation were reviewed to establish whether a device deficiency contributed to this event. The delivery system and the stent were returned separately. The balloon is well folded and shows no signs of inflation. However, dried contrast medium residue was observed in the balloon- and inflation lumen which is indicative for the application of vacuum. Stent imprints on the exposed balloon surface further indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The returned stent is severely deformed, i.e. One side is flat. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted investigation, no manufacturing related root cause could be identified. The application of vacuum may have contributed to the reported event. The treating physician rated the occurrence as no device- but procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Manufacturer narrative:
Reference CAPA# (B)(4). The affected pk papyrus stent system was returned to biotronik and subjected to a technical investigation. The provided clinical information (pk papyrus device registration form) and the production documentation were reviewed to establish whether a device deficiency contributed to this event. The delivery system and the stent were returned separately. The balloon is well folded and shows no signs of inflation. However, dried contrast medium residue was observed in the balloon- and inflation lumen which is indicative for the application of vacuum. Stent imprints on the exposed balloon surface further indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The returned stent is severely deformed, i.e. One side is flat. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted investigation, no manufacturing related root cause could be identified. The application of vacuum may have contributed to the reported event. The treating physician rated the occurrence as no device- but procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.